Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was conducted: part #: 04.617.228s, lot #: 8720393, manufacturing site: (B)(4), supplier: n/a, release to warehouse date: 25 nov 2013, expiration date: n/a. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022 after exploratory surgery to determine if a screw backed out of a zero-p standalone device. It was confirmed that the screw had backed out and the screw was then removed. Assessment of the operative level confirmed adequate fusion was taking place so the remaining construct was left intact. The original surgery was on (B)(6) 2022. No further information provided. This report is for one (1) zero-p implant 8mm height lordotic/large-sterile. This is report 1 of 2 for complaint (B)(4).